Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results for multiple samples across two lot numbers and two instruments. The following data was provided: (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.470 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.310 ng/dl (B)(6) 2024 sid (B)(6) initial result = 2.20 ng/dl, repeat = 1.970 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 2.660 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.950 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.120 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.130 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.030 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.830 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.100 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.480 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.790 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.910 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.300 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat was >5.00 ng/dl (B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.960 ng/dl (B)(6) 2024 sid (B)(6) initial result 2.11 ng/dl, repeat = 0.710 ng/dl (B)(6) 2024 sid (B)(6) initial result was 3.68 ng/dl, repeat = 2.280 ng/dl (B)(6) 2024 sid (B)(6) initial result was 2.47 ng/dl, repeat = 1.11 ng/dl (B)(6) 2024 sid (B)(6) initial result was 1.88 ng/dl, repeat = 1.300 ng/dl no impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lots 57607ud00 and 56201ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 57607ud00 or lot 56201ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent for lot 57607ud00 or lot 56201ud00 was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results for multiple samples across two lot numbers and two instruments. The following data was provided:(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.470 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.310 ng/dl.(B)(6) 2024 sid (B)(6) initial result = 2.20 ng/dl, repeat = 1.970 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 2.660 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.950 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.120 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.130 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.030 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.830 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.100 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.480 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.790 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.910 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 1.300 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat was >5.00 ng/dl.(B)(6) 2024 sid (B)(6) initial result was >5.00 ng/dl, repeat = 0.960 ng/dl.(B)(6) 2024 sid (B)(6) initial result 2.11 ng/dl, repeat = 0.710 ng/dl.(B)(6) 2024 sid (B)(6) initial result was 3.68 ng/dl, repeat = 2.280 ng/dl.(B)(6) 2024 sid (B)(6) initial result was 2.47 ng/dl, repeat = 1.11 ng/dl.(B)(6) 2024 sid (B)(6) initial result was 1.88 ng/dl, repeat = 1.300 ng/dl. No impact to patient management was reported.